Event description:
It was reported that: low output error message displayed on screen. Further investigation by field svc found the program voltage on both a and b power supplies, was ramping up to maximum voltage because the internal meter (local loop) detector was not registering any energy. No injuries were reported.